Manufacturer narrative:
An external tear was found on the soft cannula. It could not be determined when the cannula was damaged. Investigation results found no damages or manufacturing deficiencies that would cause irritation at the infusion site. The exact cause of the irritation at the infusion site could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18.9 mmol/l (340.2 mg/dl) and that there was leaking noted at the site. The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with a new pod.